Manufacturer narrative:
Exact date unknown, event occurred several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort around the ipg site. All device components were explanted and were discarded.